Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that the battery cap for their blood glucose was stripped. The patient's blood glucose level was unknown at the time of the call. The customer stated that they had a medical emergency and the paramedics were called to give the customer dextrose. The customer was informed that a new battery cap will be shipped to them.